Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient was having bad back problems where they could not bend over and it hurt to walk. Patient stated they had been week and was dropping things and then had difficulty picking them up. Patient informed their healthcare professional who told them it may be a urinary tract infection (uti). Patient mentioned prior to implant, about the last 2 years, they have had uti issues and they had not been able to get them under control. It was noted patient had the implant for retention and utis. Patient's implant had been working fine, but they began experiencing the pain about 4 days before the report. No further complications were reported.